Event description:
A dialysis home patient reported system error 2240 alarm in drain 3/4 during treatment using homechoice device. The pt noted he awoke to find his pt line disconnected from his transfer set. The pt discontinued treatment at the time of the alarm and reset homechoice with all new supplies to continue treatment. The following day the pt was given prophylactic antibiotics and there was no pt injury associated with this incident per the pt.